Manufacturer narrative:
Additional narrative: patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #03.010.045 lot #4984119; release to warehouse date: 22-may-2006; expiration date: na; supplier: (B)(4). (B)(4) created for missing ce mark on the devices. This mrr is not related to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tibia ex nail procedure on (B)(6) 2017 and during the procedure, the drill bit kept missing the hole in the nail. Several attempts were made and after the surgeon checked the nail, the aiming arm, and their connections, the drill bit went through the nail. These events resulted in a 10 minute surgical delay. No harm was reported to the patient. The procedure was successfully completed. Routine x-rays were taken throughout the procedures. The patient outcome was stable. This complaint involves two (2) devices. Concomitant devices reported: drill bit (part # unknown, lot # unknown, quantity 1), tibia ex nail (part #unknown, lot #unknown, quantity 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: this complaint involves two (2) devices.¿ the reported concomitant devices (drill bit (quantity 1), tibia ex nail (quantity 1)) were not returned for investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and device history review were performed as part of this investigation. The suprapatellar insertion instruments are part of the tibial nail system ex. The tibial nail system ex is intended to stabilize fractures of the proximal and distal tibia and the tibial shaft; open and closed tibial shaft fractures; certain pre- and post-isthmic fractures; and tibial malunions and non-unions (suprapatellar instrumentation for titanium cannulated tibial nails). A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Both instruments were inspected for damage; all received parts were in good condition with nothing deviating from normal wear to the devices. The aiming arm and insertion handle were constructed, and gage pins 4.9 mm and 5.1 mm from the gp32 set were used to simulate drill bit insertion into the aiming arm. It was confirmed that the aiming arm was manufactured in specification. Although the instruments were reconstructed and in specification, replication of the complaint condition is not applicable as the drill bit and tibial nail in question were not returned, and therefore could not be used for assessment against the complaint condition. This complaint is not confirmed. Alignment of the aiming arm with the insertion handle and the drill bit and nail could not be achieved when attempting to recreate the complaint condition, as the drill bit and tibial nail were not returned. During the procedure, other variables could have contributed to the drill bit not going into the nail; for example, the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking. Due to the tight tolerances and design, the construct(s) is susceptible to lateral forces during the surgery that are unable to be replicated in the cq. At this time, a definitive root cause cannot be determined; however, it is likely that soft tissue distraction forces are the cause of this complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.